Event description:
Incident described as: device had a leak on the connector. It was reported the nurse wanted to increase the flow of o2 to 15 liters, but the patient only received 2 or 3 liters of o2. The patient then suffered from hypoxia followed by heart failure. No further information available.

Manufacturer narrative:
Device is not available for evaluation. Investigation report is not available yet. If more information becomes available, a follow up report will be sent.